Manufacturer narrative:
More information are expected to close this case.

Event description:
Reportedly, on (B)(6) 2023, dr (B)(6) (s/n: (B)(6)) was implanted as a pacemaker replacement. On november 29, 2023, the program was changed from ddd mode to doo mode because capture loss was suspected after 24-hour electrocardiogram observation. On december 1, 2023, when checking the electrocardiogram for 24 hours, a similar suspicion of capture loss was observed despite changing the program to doo mode. Approximately 1 hour later on the same day, when checking the programmer's ECG and the programmer's egm, when the patient's arms were raised above his head from the prayer test position, the ECG showed normal pulse pacing, but the egm showed it is no longer possible to check. There was no misalignment of the programming head.

Manufacturer narrative:
The review of provided data confirmed highlighted low ventricular impedance and most probably a ventricular connection issue during the box replacement. The subject device has been implanted on (B)(6) 2023 and connected to beflex leads which had been implanted in 2015 (trf528145 and trf624376). The data provided in november 2023 and december 2023 and remote data from april 2024 and june 2025 were analysed. After the implantation, on 27 november 2023, the p-wave amplitude is low, 1mv and the r-wave amplitude 6,1mv, the ventricular impedance is low. The pacing thresholds are normal. Marker chains and egm of possible connection issue or previous issue on the lead were recorded in the days following the implantation. The ventricular oversensing triggered ventricular pacing inhibition. Since beginning of december 2023, to avoid ventricular oversensing and therefore ventricular pacing inhibition, the device had been programmed in doo mode and then in ddd mode with the ventricular sensitivity set to 15mv. No additional evidence could be retrieved from the data provided since beginning of december 2023. The connection of the ventricular to the subject device when the subject device was implanted on (B)(6) 2023 is the most probable hypothesis to explain the reported issue. No re-intervention took place, and the ventricular impedance remains low and the ventricular sensitivity remains programmed at 15mv. Since the device is still implanted, no further investigation can be performed. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2023, alizea dr (s/n: (B)(6)) was implanted as a pacemaker replacement. On (B)(6) 2023, the program was changed from ddd mode to doo mode because capture loss was suspected after 24-hour electrocardiogram observation. On (B)(6) 2023, when checking the electrocardiogram for 24 hours, a similar suspicion of capture loss was observed despite changing the program to doo mode. Approximately 1 hour later on the same day, when checking the programmer's ECG and the programmer's egm, when the patient's arms were raised above his head from the prayer test position, the ECG showed normal pulse pacing, but the egm showed it is no longer possible to check. There was no misalignment of the programming head.